Event description:
It was observed that during the device evaluation, the subject device exhibited surface of the ultrasonic probe is chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections for fields g2, g4, h3, h6 type of investigation code, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue.